Event description:
On 04/18/2025, a sales representative reported via phone that an ar-1588rtt2 fibertag® tightrope® ii implants condyle loop snapped. This occurred during an acl reconstruction on (B)(6) 2025 while shuttling the graft the loop snapped. The button was removed and an interference screw was placed. There was no delay. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.